Event description:
Per the clinic, the patient experienced chronic inflammation and skin overgrowth around the abutment site. Subsequently, the patient underwent skin revision surgery on (B)(6) 2024 under general anesthesia to reduce the soft skin tissue surrounding the area.